Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with concern that the system was delivering too much insulin; review of the bionic report indicated meals were not being announced per clinician direction, and the user also reported significant recent weight loss, which had not yet been updated in the ilet. Investigation included complaint intake, product use review, and user education on the impact of unannounced meals and the need to update body weight so the algorithm can adjust insulin delivery. Investigation of this case revealed that rapid postprandial glucose rises from unannounced meals likely prompted increased algorithmic insulin delivery followed by overcorrection, and that outdated weight settings could contribute to excess dosing; no device malfunction was alleged or observed. No clinical symptoms associated with hyperglycemia reported. Outcomes included at-home management without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors, including unannounced meals and outdated weight settings. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.